Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref: (B)(4) ,lot: 230900, m2a, shell 58mm. Ref: (B)(4), lot: 365180, m2a, head, 52mm. Ref: (B)(4), lot: 146660, taper, adapter. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02638.

Event description:
It was reported patient underwent right hip revision approximately twelve years post implantation due to cup loosening. During the procedure, the head would not separate from the adapter. The head, adapter, and stem had to be removed and replaced due to the cold welding of the implants. Surgery was prolonged by three hours while trying to separate the devices. Attempts have been made and additional information on the reported event is unavailable at this time.